Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #plc141000j, serial #(B)(6), UDI (B)(4), catalog #pll161407j, serial #(B)(6), UDI (B)(4). H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e. G., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this 77-year-old male patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg endoprosthesis, a gore® excluder® endoprosthesis contralateral leg endoprosthesis device, and two gore® excluder® aaa endoprosthesis iliac extender devices. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were three adjunctive procedures; embolization of the inferior mesenteric artery, a stent placed to the left renal artery, and a tevar [thoracic endovascular aortic repair] procedure using a non-gore device. Device catheters were successfully removed after successful access, delivery and deployment of the devices. On (B)(6) 2025, the patient was noted to have paraplegia. The event is noted to be related to multiple gore registry devices. Treatments included steroid medication as well a spinal drainage procedure on (B)(6) 2025. The patient was discharged home on (B)(6) 2025.